Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted (B)(6) 2014; evolutpro-29-us aortic valve, implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert triggered due to non-sustained ventricular tachycardia episodes and short ventricular intervals during a procedure in which electrocautery was being used and the cardiac resynchronization therapy defibrillator (crt-d) had tripped an audible alert. Two episodes of ventricular fibrillation (vf) were inappropriately detected and treated. Device detection had not been suspended or turned off prior to the surgical procedure. All noise and episodes were confined to the time of the procedure. The device was checked and no action was taken. The device remains in use. No further patient complications have been reported as a result of this event.